Event description:
It was reported that a small volume infusor leaked from an unspecified location. The lower left side of the label was wet. It was suspected that the drug may have leaked during the filling process, as the label that was wet was dry the next day. This was observed during set up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between april 11, 2024 ¿ april 15, 2024. H11: the device was received for evaluation. A visual inspection was performed, and white specks of drug residue were observed on the blue winged luer cap. Additionally, the winged luer cap felt slightly untightened. A functional leak test was performed after hand tightening the cap by manually rotating the cap until the cap could not be rotated further, and no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause may be a use error due to an untightened blue winged luer cap after the device was filled. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.